Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was pt had the controller and the ins charged all the way and when they press stimulation on they get looking for device (15) then it would show they were on group c and it would not light up for it said stimulation off. Pt said program 2 showed stimulation on and program 3 stimulation off. Pt had this going on for a month and was trying to fix it. During call pt pressed stimulation on and verified c was highlight, pt then they were getting no device found. Pt then reset the controller. Pt went to program 2 and it was on 3.6 and stimulation was on. Pt went to program 3 and it was turned on. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Date is approximate. Year is confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.